Manufacturer narrative:
B3: the peritoneal infection occurred on an unspecified date "(B)(6) 2024". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event was reported as due to an unspecified bacterial infection. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (intravenous) for the event. Pd therapy was discontinued. Patient outcome was not reported. The reporter declined to provide additional information.